Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted during set up that the monopolar curved scissor tips were bent.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found scissor blades are not visibly bent and are able to open and close fine. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .080 - .275 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.